Manufacturer narrative:
All 3 bottles of test strips have the same product code, lot number, manufacture and expiration dates.

Event description:
The advocate alleged that the customer opened 3 cartons of contour test strips and found the cap already open on all 3 bottles of strips. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.